Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows the device was in use and infusing an unidentified medication at 1ml/hr. At 11:00am on (B)(6) 2016, the user changed the rate to 13ml/hr and the vtbi to 60ml. At 3:41pm, the primary infusion completed and the device transitioned to kvo. The user changed the vtbi to 50ml and started the infusion; the rate remained at 13ml/hr. At 4:10pm the user changed the rate back to 1ml/hr and started the infusion. The infusion remained at 1ml/hr until the device was channeled off at 6:33pm. The volume recorded as being infused while programmed to infuse at 13ml/hr was 66.196ml. The volume recorded as being infused from 7:55pm on (B)(6) 2016 to 6:33pm on (B)(6) 2016 was 83.608ml. The root cause of the customer¿s report of an overinfusion was identified as user programming.

Manufacturer narrative:
Concomitant medical products: (2) non-cfn extension set; bifuse non-cfn extension set; (2) 250ml baxter bag , lot y204560, exp jan 18, dex 10%, nacl 0.225%, heparin 1 unit/ml; 5ml zr flush syringe , lot 3127505, exp 2018-05-01, 0.9% sodium chloride injection; (20 non-cfn tri-port extension sets; (2) zr flush syringe lot # 3127505, exp. 2018-05-01; therapy date (B)(6) 2016. The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in overall fair condition with the instrument seal not intact. The device had slightly dull iui connectors and a cracked lower door hinge. Functional testing found the device to be delivering fluid within specification. No leaks or other anomalies were observed with the sets. The root cause of the reported overinfusion was not identified.

Event description:
After preliminary results of the event log review were provided to the customer indicating the rate had been increased to 13 ml/hr from 11:00 am to 4:10 pm, the customer reported that the increased rate of 13 ml/hr was intentional, but the rate had been returned to 1 ml/hr prior to the reported event in which the drip rate appeared excessive. It was reported that the nurse hung a new 250 ml bag at 5:14 with the same tubing and settings (rate 1ml/hr). Approximately one hour later the nurse noted 100 ml missing from the bag and the drip rate was observed to be in excess of the 1 ml/hr that was programmed. The heel stick was then performed because of the suspicion of an over infusion rather than as a routine test as previously described.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported an infusion of d10 0.25% normal saline 250 ml was intended to run at 1 ml/hr. And instead infused 100 ml in 2 hours. During a routine heel stick at 6:19 pm, the patient's glucose was noted to be 456 in one heel and 494 in another. Upon examination the drip rate was observed to be in excess of the programmed amount and the volume discrepancy was noted; the infusion was stopped. No intervention was required and the infusion resumed at 8:50 pm with new tubing and devices. There was no patient harm.